Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v006095, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 18-apr-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient currently has an ins with 2 leads but also had a partial lead left from the previous device. The caller stated when this "non-function" device was removed, the lead wire broke/snapped and was left implanted (per a procedural note dated (B)(6) 2014). The caller was unable to confirm the event date or device involved in the event. No further patient complications are anticipated or expected as a result of this event.